Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, a previously performed stoma culture, done for erythema and exudate, was positive for a fungus, later identified as candida tropicalis. Diflucan was prescribed as a single dose of 150 mg. Positin cream every 12 hours was ordered by the neurologist.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.